Event description:
It was reported that during a laparoscopic gastric bypass procedure, the trocars are leaking from the start. They have used both 5 mm and 12 mm instruments, but it does not make a difference. Another device was used to complete procedure. No patient consequence reported.

Manufacturer narrative:
(B)(4). The analysis results found that only the sleeve of the device was returned for analysis. A leak test was performed and the device was noted to leak without the test probe inserted through the device. Additionally, an excess of dried body fluids were noted to be blocking the duckbill seal preventing it from a proper closure. The device does not have an obturator. The obturator is the piece of the trocar that has the batch stamped. No batch number was available; therefore, we were unable to check manufacturing records for any related non-conformances.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.